Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the device serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm valve implanted for 12 years, 1 month, underwent valve-in-valve procedure due to severe aortic stenosis. A 29mm valve was implanted inside the failing 27mm valve. The existing valve was fractured with balloon valvuloplasty. Post operative transesophageal echo demonstrated good function of the valve with no evidence of abnormalities, and there were no perivalvular leaks. The patient tolerated the procedure well and was taken to the cvr unit postoperatively in stable condition. The patient was discharged on pod #2.

Manufacturer narrative:
Reference CAPA-20-00141.